Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to zip code: (B)(6). The events of "wound dehiscence and infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence and infection (early onset).

Event description:
Healthcare professional reported right side "redness on interior part of right breast", wound dehiscence", and infection. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, creases fold and red particles in the shell. Voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: -no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side "redness on interior part of right breast", wound dehiscence", and infection. Device has been explanted.